Event description:
The patient had an lvad battery clip that would not release his lvad battery. Upon inspection, it was observed that the locking mechanism in the battery clip is not depressing enough to properly release the battery. This appears to be a manufacturing defect or quality control issue. This is a concerning failure of the equipment and is the fourth occurrence of a battery clip not releasing a battery in the last month. This is being reported because had the patient been away from home and the battery depleted, if he did not have his backup battery clips with him, he could have run out of power for his lvad.